Event description:
It was reported the patient experienced stimulation in the wrong location and a loss of therapeutic effect. X-ray indicated the paddle lead had migrated laterally to the right side. Further diagnostics were unable to be performed as the battery was dead. In the operating area the lead continued to have high impedances in 14 and 15. The hcp noted there was no strain relief at all along the lead or the extensions. He said the leads had been pulled at the spinal area and at the battery area, causing damage to the leads. A revision was scheduled for (B) (6) 2010, but appears to have taken place on (B) (6) 2010 per the manufacturer's device registration system. The lead, extensions, and the device were all replaced. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).